Event description:
It was reported that the user experienced a hypoglycemic event during the night while participating in the ilet experience study, with the cause unclear and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included collection of event details via survey with plans to obtain additional information through follow-up and standard complaint assessment. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device performance issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.